Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6: photo investigation summary: the product was not returned to medtech orthopaedics; however photos were provided for review. The photo investigation revealed that ' 03.420.302, volt scrdriver shaft stardrive t6 self-h was bent. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The photo investigation revealed that ' 03.420.302, volt scrdriver shaft stardrive t6 self-h was stripped. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the volt scrdriver shaft stardrive t6 self-h would contribute to the complained device issue. Based on the investigation findings, potential cause can be component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device was damaged during case. The head of the screwdriver shaft warped/bent after screw insertion being put on power. There was no patient status/ outcome / consequences. The surgery was completed successfully with a slight surgical delay. An extra t6 driver was available to be used.